Event description:
The reporter indicated that upon successful deployment of the stent, the catheter was carefully removed through a 7x45 mm sheath. It was difficult to remove the catheter due to the tightness of the hub. Upon removal, it was observed that the catheter's marker bands remained in the hub of the sheath. The sheath was removed with the marker bands in it. There were no intervention needed and the patient was not effected.

Manufacturer narrative:
The catheter was returned and analyzed. Both marker bands were missing from the stent delivery catheter. A review of the device history records were performed and no anomalies were noted that would have led to the reported malfunction. The diameter of the stent delivery catheter's sheath was measured and was in spec. Manufacturing process and equipment records for the marker band swager (crimper) were reviewed and no issues noted that would have led to the reported event. Process monitoring with open diameter verifications are being performed with no issues noted. Complaint files were reviewed and there have been 9 previous reports of this type (marker bands moving or dislodging). All events were related to the use of one type of sheath (same manufacturer and same brand name). The manufacture of the sheath has been informed of the events. There have been no serious injuries or deaths related to these events. The concomitant introducer (pinnacle destination sheath) was returned with the stent delivery catheter. During product analysis, the valve was detached from the sheath and the diameter of the valve was measured and found to pass a .101" diameter pin gauge, which is complaint with 7fr labeling. However, when the valve was attached to the introducer sheath and snuggly tightened, the valve would not pass a .094" pin gauge which conflicts with 7fr labeling for an introducer. This tightness resulted in the sheath catching the marker bands causing them to move on the catheter. The patient information (birth date, age and weight) is not available because the physician indicated that there were many cases performed on that day and he is not positive which patient was involved in the event. The event did not effect the patient.